Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported complaint was confirmed through the events log and not duplicated during the functional check. The successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure p/n 68374. This is a known issue which can be referenced with co# (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported the suspect main printed circuit board component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main printed circuit board (pcb) component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "circuit disconnect" alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury associated with this event.